Event description:
Related manufacturer report number: 2916596-2022-11203. It was reported that hed patient had a controller fault on (B)(6) 2022. A review of the log file revealed no signs of any controller fault. There was a possibility that the controller fault has stopped the recent data from downloading as the event log file stopped on 17may20022. A controller and a modular cable replacement were recommended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller fault alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 7 days (10jan2022, 01jan2022, 16may2022 ¿ 19may2022, 24may2022 per timestamp). Events captured on dates prior to 16may2022 displayed the default pump settings. Events captured on 01jan2000 took occurred when the clock was not set; therefore, the exact times of the event were unable to be accurately recorded. Events captured on 24may2022 took place in the testing labs at abbott. Controller faults coincident with lcd_com faults were active on 19may2022 at 10:50:32 ¿ 14:39:47 and did not clear in the log file. The driveline was disconnected on 19may2022 at 14:37:07 and the controller was shut off at 14:39:47. There were no other notable alarms active in the log file. Pump operation was not affected. The controller underwent preliminary and functional testing and did not pass due to controller faults. The controller fault observed in the log file is coincident with a bitmap software issue. The bitmap was reloaded on the controller and the controller was then retested and passed. The controller was able to operate a mock loop without any alarms active and functioned as intended following the repair. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. G, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. G, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including replace controller alarms. Heartmate iii instructions for use, rev. G, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. G, section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 15feb2022. No further information was provided. The manufacturer is closing the file on this event.